Event description:
It was reported that a user with the ilet system contacted support about how long it should take for insulin to reduce elevated glucose after connecting a new g7 sensor and believing glucose was in the 200s, with the user intending to wait before eating; education was provided that correction for a high could take about 90¿120 minutes depending on factors, and the interaction ended after disagreement about the adequacy of the response. Symptoms included hyperglycemia. Outcomes included no alarms and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified and no device component issue observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.